Event description:
Initial result for a patient creatine kinase was 0 u/l. When repeated on another analyzer, the result was 20 u/l. The incorrect result was not reported. The field service rep found a defective plunger on the r2 syringe and repaired the instrument by replacing the plunger.